Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system did not come back up after the pyxis upgrade. A technical support specialist (tss) confirmed the station location has been updated from or21 to phmor in salesforce. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not came back after the pyxis upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.